Manufacturer narrative:
(B)(4). Batch # n90m4n. The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was cycled and it fed and formed 10 clips as intended and 5 malformed clips; however, the clips were fed intermittently. In the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components and the feed shoe was stuck in the clip track causing the feeding issue and the lockout mechanist not functional. No conclusion could be reached as to what may have caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device misfired during procedure. Surgeon stated that device could not grasp around the tissue and when he fired the device the staple fell off the vessel. Nurse stated that the surgeon was trying to fire the clip applier quickly. Another device was opened to complete the case, no delay or adverse event reported. No other information available.